Event description:
Device malfunction: none. Symptoms/ae: death. Time of symptoms/ae: 27 days post procedure. It was reported that 27-days after an uneventful left internal carotid artery stenting procedure, the pt was admitted to the hosp neurology service with massive right intracerebral hemorrhage. The pt expired that same day. It was noted that the pt was found at home, unresponsive and lying on the floor that morning. Add'l info has been requested, but has not been provided. Study event.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt, and device info. The stent remains in the pt. The lot number was not provided, therefore, a device history record review could not be performed.